Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) contacted customer support requesting assistance with how to perform a stat drain on the fresenius cycler due to symptoms of pain and abdominal fullness. In additional follow-up, it was discovered the patient had been hospitalized for peritonitis. There were no reported allegations of any issues with fresenius products in relation to the event. Additional follow-up was performed with the patient¿s pd nurse. It was confirmed that the patient was having symptoms of abdominal pain and stopped her dialysis treatment on (B)(6) 2023. It was reported that the patient subsequently went to the emergency room (ER) and was found to have peritonitis. However, the patient was not admitted to the hospital. The nurse stated the patient had a pd culture obtained which grew the bacteria salmonella. The patient is being treated with intra-peritoneal (ip) ceftazidime 2 grams on an outpatient basis. The patient continues pd with the same cycler without any issues and is recovering from the event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the patient was at a venue that had a salmonella outbreak and attributed the peritonitis to this exposure.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd nurse reported that the patient was exposed to salmonella while out at a venue. Therefore, the patient¿s peritonitis can be attributed to public outbreak of salmonella. Based on the information available, there is no allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency was associated with the peritonitis and can be excluded as a causal factor in this event.

Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) contacted customer support requesting assistance with how to perform a stat drain on the fresenius cycler due to symptoms of pain and abdominal fullness. In additional follow-up, it was discovered the patient had been hospitalized for peritonitis. There were no reported allegations of any issues with fresenius products in relation to the event. Additional follow-up was performed with the patient¿s pd nurse. It was confirmed that the patient was having symptoms of abdominal pain and stopped her dialysis treatment on (B)(6) 2023. It was reported that the patient subsequently went to the emergency room (ER) and was found to have peritonitis. However, the patient was not admitted to the hospital. The nurse stated the patient had a pd culture obtained which grew the bacteria salmonella. The patient is being treated with intra-peritoneal (ip) ceftazidime 2 grams on an outpatient basis. The patient continues pd with the same cycler without any issues and is recovering from the event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the patient was at a venue that had a salmonella outbreak and attributed the peritonitis to this exposure.